Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. Pt complaining of having extreme pain and hard swallowing. The doctor received the required information including a technique to detach a retained capsule.